Event description:
Approximately 1 1/2 hours into treatment, pt reportedly began to complain of being hot: stomach cramps which progresses into back pain. Pt. Also complain of needing to go to bathroom. As staff was getting ready to return blood - large kink noted in roller pump. Pt. Began to complain of s.o.b. 02 applied sst drawn and spum. Pt. Complain of n&v - sent to ER at hosp. Pt admitted with pancreatitis secondary to hemolysis.